Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the fourth most proximal stent row to the distal end of the stent were damaged and stretched distally so that the distal end of the stent is now stretched past the distal tip. The proximal end of the stent was still in place. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during prep. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector, however this cannot be confirmed. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x12mm promus premier stent, the physician noted that the stent struts was lifted off from the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x12mm promus premier¿ stent, the physician noted that the stent struts was lifted off from the balloon. The procedure was completed with a different device. No patient complications were reported.